Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Sporadically "no signal" message on screen during surgery in o.r. The investigation is in process.

Manufacturer narrative:
A1 to a6: requested, not available. B6/7: not applicable, no adverse event. D4: lot # and expiration date not applicable. D6/7: not applicable, not an implant. D10: updated. E2: updated. E3: updated. G2: updated. G7: updated. H2: updated. H3: updated. H4: updated. H6: updated. H10: updated. The investigation results revealed that the freestyle device had a poor wireless connectivity between the probe and display unit. The problem relates to the user using the system beyond its capabilities, at distances sometimes beyond the limit specified in the user manual, and with obstructions between the probe and display unit. The user manual describes the capabilities of the wireless system between the probe and display unit, and both of these factors are incompatible with proper usage. The issue was addressed through the cse with user training. Based on the results of the findings, this was determined not to be a reportable event. Complaint reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), provide additional initial reporter information (see sections e1,e2,e3), provide additional report source (see section g3), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that while the patient was undergoing angiography procedure with the artis q ceiling, the freestyle system displayed an intermittent "no signal" message during the ultrasound examination. The procedure was completed with the same equipment and the only delay is the completion of the study by a few minutes. The reported phenomenon did not affect the outcome of the patient. It was not necessary to repeat the procedure because there was no loss of data. There was no patient or user injury reported. No additional information was provided.